Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device did not respond to the front rotary controls. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; upon visual evaluation of the device it was discovered that the main knob was physically damaged. The observed damage is typical of device mis-handling. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.